Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.

Event description:
It was reported that there was no capture and a clear fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported that there was high threshold on both the atrial and right ventricular leads. The right ventricular lead remains in use. It was also reported that there was rapid battery depletion and that the device appeared to have slipped down underneath the upper breast tissue. The patient also experienced chronic shortness of breath. The device was explanted and replaced.